Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: the black box and alarm history show confirm multiple ¿cs052¿ slave communication error alarms. The ¿ez-prime¿ steps were performed correctly, no ¿cs052¿ alarm or any eaw occurred during the investigation. The pump¿s cover was removed, and no intermittent condition was found to the power pump circuit board or to the cgm module. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.